Manufacturer narrative:
In response to FDA (voluntary sus) report number(s): mw5168521, mw5168522, mw5168523, mw5168524, mw5168525, mw5168526, mw5170459, and mw5170460. Clarification to date of event b3 for mw5168524: 28feb2009 clarification to partial implant date: (B)(6) 2010 was provided. The event of fluid discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional reason for reoperation: "persistent fluid buildup in and around my breasts", ¿leaking sensations¿ and ¿episodes where fluid seems to burst through my skin.¿ .

Event description:
In addition, the patient reported "persistent fluid buildup in and around my breasts", ¿leaking sensations¿ and ¿episodes where fluid seems to burst through my skin.¿ patient reported minor events reported as follows: textured exchange due to concern with the product, "burning, stinging, and leaking sensations from my breast area and chest", "skin rashes and painful inflammation spreading through my chest, neck, and arms", "chronic swelling, discomfort, and sharp pressure", "pain", "asymmetry and implant displacement causing both physical and emotional distress", "episodes where fluid seems to release or 'burst' through my skin", "severe anxiety", "significant mental and emotional anguish despite undergoing countless appointments, tests, and referrals", "severe, persistent breast swelling and asymmetry", "implant malposition (one implant has dropped, one elevated)", "spontaneous fluid leakage and drainage", "breast pain (burning, stinging, shooting)", "tightness and severe skin sensitivity", "chronic breast and chest area rashes", "skin burning sensation and noticeable redness", "neurological symptoms including tingling, nerve pain, and radiation of pain into neck and arms", "severe, random fluid accumulation and leakage which I have felt burst through my skin without injury", "inexplicable skin reactions", "burning", "discoloration", "peeling", "lesions", and "uncontrollable anxiety, panic, and distress". Patient also reported the following events, which are not device-related: "chronic fatigue", "debilitating fatigue", "fatigue that is relentless and worsens over time", "depression", ¿infected alloderm¿, and "weight loss". This record is for the right side.

Event description:
Patient reported "breast reconstruction using allergan implants, which included the use of expander, allomax mesh, and later, alloderm mesh. Suffered an infection". This report is for the right side. The device was removed and exchanged with an allergan implant.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.